Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('a portion of metallic essure coil is identified within the endometrial lining of the posterior uterine body'), uterine perforation ('we noted the retroflexed uterus and the site of perforation with the uterine manipulator at the fundus. The perforation site was hemostatic with no active bleeding') and pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic supracervical hysterectomy bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, uterine perforation and pelvic pain outcome was unknown. The reporter considered device breakage, pelvic pain and uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2020: mr received-event medical device removal replaced by pelvic pain. New events added - a portion of metallic essure coil is identified within the endometrial lining of the posterior uterine body and we noted the retroflexed uterus and the site of perforation with the uterine manipulator at the fundus. The perforation site was hemostatic with no active bleeding. Reporter added, date of birth added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('a portion of metallic essure coil is identified within the endometrial lining of the posterior uterine body'), uterine perforation ('we noted the retroflexed uterus and the site of perforation with the uterine manipulator at the fundus. The perforation site was hemostatic with no active bleeding') and pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic supracervical hysterectomy bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, uterine perforation and pelvic pain outcome was unknown. The reporter considered device breakage, pelvic pain and uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.